Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 44 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt returned for a routine f/u, and a CT one month ago showed a not an unk type endoleak. There may have been a type I, ii from a distal lumbar, or iii endoleak, and the aaa sac has grown to an unk size. It also appeared that the stent graft was found to have migrated distally and was approx 3 mm below the renal arteries. An angiogram was performed; however, due to poor imaging, hand injection of contrast, and not wanting to give the pt too much contrast, the location and type of endoleak cannot be confirmed. The endoleak was on the pt's right side in the main body of the stent graft; there was no definite proximal type I endoleak. However, due to aortic neck dilatation and plaque on the anterior side; there is not very good proximal apposition of the stent graft. By angiogram, the graft seemed to be about 8 mm below the renal arteries. Currently, the last few millimeters of the aortic neck have dilated to 25-26 mm in diameter, and the aortic neck also has 50-60 degree angulation and focal plaque. The migration was attributed to the aortic neck dilatation. An endurant aortic cuff was placed to reline the bifurcated graft, and the endoleak resolved. However, there still may be a type ii endoleak from a distal lumbar. The pt will be monitored. No add'l clinical sequelae were reported, and the pt is fine. Films were received and their eval was completed internally. The review of the films showed a possible unk type endoleak near the flow divider, and possibly also in the distal aorta. The cause is unk. The aortic body appears straight, the limbs are crossed, patent, and not kinked. There is calcification in the proximal aneurysm sac.

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). (Disease progression with aortic neck dilatation). Conclusion: (disease progression with aortic neck dilatation).